Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: pain; gas buildup; corrosion; elevated chromium and cobalt levels; inflammation.